Event description:
The complainant states that within a couple of hours after placement, their safestep needles begin leaking chemo at the tubing connection.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.